Event description:
Caller alleged discrepant results with inratio versus lab. Date: 2009; inr: 4.7; lab: 2.6; date: eight days later; inr: 4.9; lab: 2.95. Replacement inratio2 3.9.

Manufacturer narrative:
End-user reported accuracy and precision discrepant test results. Two versions of discrepancy data provided. Mean calculation revealed all inratio and lab values are within the confidence limits for inr testing. %cv calculation revealed %cv was within the 20% acceptance range. The results are not considered discrepant within the context of the documented variability for inr testing. Further testing is not required at this time. More strips sent to end-user for further comparison testing. This failure mode will continue to be monitored to determine if future corrective action is warranted. As of 04/30/2009, 6 discrepant results complaint was reported for lot #080868 yielding a complaint rate of 0.002%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. On going trending shall be performed to determine if further action is warranted. No corrective action is required as no product deficiency was established.